Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of yellow wrench advisory alarms being active on the mobile power unit (mpu) was not confirmed. The mpu (serial number: (B)(6)) was evaluated at the european distribution center (edc) and the unit functioned as intended during analysis. The returned mpu was connected to a mock circulatory loop and operated without any issues observed or alarms active. The mpu was functionally tested and the unit passed without any issues. Additional information provided stated that the alarms were resolved by replacing the mpu and that no further alarms have been observed. The root cause of the reported event could not be conclusively determined through this analysis. There were also incidental findings of the handle being slightly cracked around its upper section. The door of the battery compartment was slightly cracked near the locking screw. There was a distorted thread on the black power cable connector. Manipulation of the patient cable rubber encasing revealed that it was loose due to a gap being observed between the plastic connectors and the rubber. The red battery strap was observed to be frayed. The device history records were reviewed and the records revealed that the mobile power unit, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The mobile power unit was shipped to the customer on 28dec2016. Heartmate 3 patient handbook section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (IFU) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including yellow wrench advisory alarms condition on the mpu, and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use (IFU) section 8, entitled ¿equipment storage and care¿, and heartmate 3 patient handbook section 6, entitled ¿caring for equipment¿, explain how to properly care for the equipment, including the mpu and the patient cable. Heartmate 3 patient handbook section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the mpu and the mpu patient cable for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The heartmate 3 patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that there were alarms on the mobile power unit (mpu). The patient was switched to fully charged batteries and contacted the hospital. A new mpu will be sent to the patient. There were yellow wrench light with beeping tones.